Event description:
The patient initially reported that she experienced withdrawal flu-like symptoms and nausea in (B)(6) 2011. The patient presented to the hospital and the health care provider (hcp) ordered a pump study. The hcp had difficulty injecting the contrast into the pump; she had to lie down 'to get it to go into the pump'. The hcp refilled her pump with morphine. She experienced the following morning again having withdrawal symptoms. The patient was advised by the hcp's office 'that maybe the bolus of med that was given yesterday was blocked at the catheter tip'. The hcp wanted her to come into the office, 'but she could not due to her other personal obligations'. The withdrawal episode was confirmed by the hcp to be due to a 'programmer error'; 'no priming bolus performed'. The patient recovered without sequela from this event. It was later reported that the patient again experienced withdrawal with flu-like symptoms; sweatiness, clamminess, shakiness, loss of appetite and irritability. The patient was home at the time of the report. The patient felt that the implant was moving and noted withdrawal symptoms occur 1-4 times a week. The pump was located in her hip and she was having issues with it moving and flipping; the implant was 'coming out of the pocket which is located on her hip'. The patient believed that the movement of the pump was causing issues with the catheter. The hcp needed to use fluoroscopy to refill her pump. The patient also reported that her the hcp performed a dye study; no issues were noted. The hcp however, had 'difficulties getting anything through the catheter'. The patient was given a limited prescription for oral medication; the hcp did not plan to do any further refills. The pump contained morphine.

Manufacturer narrative:
Catheter model #: 8709, lot #: j12388r06, implanted: (B)(6) 2005, explanted: unk.